Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a persistent device alert indicating a motor stall during restart, identified as an alert 38, and repeated restarts did not clear the alert; attempts to perform a rewind were blocked by a prompt to clear the alert, and a replacement device was arranged while the user continued on backup therapy with blood glucose not impacted. Symptoms included no reported clinical effects. Outcomes included no interruption to glycemic management due to use of backup therapy. Investigation included customer service troubleshooting and verification of device identification, with replacement logistics initiated. Investigation of this device revealed a consecutive stalled motor condition consistent with a pump motor malfunction in the insulin delivery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.